Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra meter continued to display the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with diamben pills (3x daily with meals) and lantus insulin (2 units each morning). The patient continued to take her usual dose of medications. About 3-4 days later, the patient claims the felt unwell and had symptoms of weak, shaky and shaky legs. At that time, the patient reportedly tested on a neighbor's meter and obtained a result of "40 mg/dl." The patient drank orange juice with extra sugar and felt better after. On the evening of (B)(6) 2013, the patient also reported feeling unwell. The patient reportedly "fell unconscious" as she was walking back from using the bathroom. The patient's daughter found her and helped her regain consciousness. The patient was given orange juice as treatment. The patient reportedly felt better before returning back to bed that same evening. At the time of troubleshooting, the cca noted the correct test strips were being used. The cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 1 and 2 lifted high. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.